Manufacturer narrative:
The involved ch2000s-c spinning spiros and baxter clear link (non-ICU medical mfg.) 16¿ extension set were returned for investigation and analysis. Visual evaluation of the ¿as-received¿ ch2000s-c device recorded no obvious abnormalities, the device was activated in the rotational direction. Residual torque value measurements recorded acceptable values indicating the ch2000s-c device would not disconnect (spontaneously) during use. Dimensional analysis of the ch2000s-c device (female) luer and the baxter clear link extension set (male) luer showed each met iso luer taper criteria and were dimensionally compatible. Functional testing per the applicable product specifications recorded the ch2000s-c device did not leak, met product performance and measurement expectations outlined in the product performance specification. The returned ch2000s-c and baxter clear link (non-ICU medical mfg.) Extension set/set-up were (leak) tested. The results recorded no leakages and or functional issues were replicated. The reported product issue (leakage) was not replicated or confirmed. No device history review was conducted since no lot number was identified. Concomitant products: adriamycin, MFR unknown; vincristine, MFR unknown; etoposide, MFR unknown; baxter clear link extension set 16" with 0.2 micron filter, list and lot number unknown.

Event description:
The customer reported a spinning spiros closed male luer, red cap that leaked at the connection between the spiro's connector and baxter clear link extension set 16" w/ 0.2 micron filter. There was a small leak noted on bed sheet. Furthermore, the drug in line was adriamycin, vincristine and etoposide. No harm was reported.